Manufacturer narrative:
Visual and magnifying inspection of the actual sample found that the blood inlet port was deformed from the outside to the inside. Visual and magnifying inspection of the blue cap that had been attached to the blood inlet port of the actual oxygenator sample found damage on the outer surface and a trace of contact with the blood inlet port on the inner surface. From this, it was inferred that the blood inlet port was exposed to some load at some point after the blue cap was attached to it. Simulation test: a load was applied to a blood inlet port of an oxygenator, as if something hard had hit it. As a result, the blood inlet port was crushed from the outside to the inside. According to the results of the investigation, it was considered that the deformed blood inlet port of the actual sample might have been caused by an application of some load. As the blue cap is attached to the blood inlet port after 100% visual inspection in the manufacturing process, it was likely that the actual sample was exposed to some load after the blue cap was attached and deformed. However, the timing when such a load was applied could not be clarified from the condition of the actual sample. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to sections d1: brand name, d4: model number, d4: catalog number, and d4: UDI. The UDI was updated to match the correct format. Due to internal review, a correction was made to section d3.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k130280. The actual sample has not yet been received by ashitaka factory. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report was found of the past complaint file of the involved product code/lot number. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the blood inlet port on the capiox fx05 appeared deformation. The procedure outcome was not reported. The final patient impact was not harmed.